Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate low control solution results. The reporter indicated that the control solution results were "110 and 115." This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (07/05/2013)-device evaluation: the control solution, test strips, and meter involved with this complaint have been returned and evaluated on (B)(4) 2013, (B)(4) 2013, and (B)(4) 2013 respectively by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The control solution involved with this complaint failed testing, and it was found to have low and high glucose level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.